Event description:
Pair of textured saline filled breast implants for cosmetic augmentation in 1999. Suddenly lost left breast volume over a few days without recent trauma or "pop" sensation 1999. Surgical removal 7 days later.